Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height drawer 4.2 cubie pocket failed, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care, since nurses had to get the required medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer tray b was not showing cubies and was intermittently responding in the hardware test application. A field service engineer replaced both the cubie tray and the drawer controller board to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.